Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the user was logged out in the middle of a procedure. A field service engineer (fse) returned to install additional components based on recommendations from the customer and technical support center. The fse removed and replaced all-in-one board and the docking pyxis bus module controller. The existing solid-state drive was cloned to a new replacement drive. The fse reconfigured the network adapters and verified remote smart services connectivity through an active session. The deprecated endpoint security software version was removed, and a replacement version was deployed using the remote smart services package. During the component replacement, evidence of previous liquid exposure was observed along the bottom edge of the original all-in-one unit and the external cabinet. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a black screen occurred during the procedure, and the user was logged out in the middle of the procedure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.